Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the right head caster and caster support damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the right head caster and caster support to resolve the issue. Based on this information, no further action is required.